Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n115815003, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had a pump replacement on (B)(6) 2018 and was seen last week; at the time, the hcp was able to aspirate from the catheter access port, no bubbling of cerebrospinal fluid was noted but the hcp reported aspirating 30ml of fluid out of the patient's pump pocket. There was no report of any change in the patient's pain level and no signs of withdrawal so the hcp suspected a seroma. A catheter dye study was scheduled for (B)(6) 2018 and a possible catheter revision was scheduled for (B)(6) 2018. The patient was alive with no injury. No further complications have been reported as a result of this event. (B)(6) 2018 mpxr 546783.1 (hcp, rep): additional information was received from a healthcare provider (hcp) via device manufacturer representative indicated that a dye study was performed and 1.5ml of fluid was aspirated from the catheter without difficulty, however a substantial amount of the fluid was seen on x-ray to be pooling underneath the pump where the catheter was coiled. It was reported that the plan was to replace the pump segment of the catheter as the spinal segment was still seen in the intrathecal space at the l3-4. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the serial number of the catheter was update. Product ID; 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that during the catheter revision the pump segment of the catheter was completely cut so the fluid in the patient's pump pocket was suspected to be cerebrospinal fluid and medication from the pump. It was reported that the revision resolved the issue. No further complications have been reported as a result of this event.